Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had failed defibrillation threshold (dft) test. Boston scientific technical services (ts) noted that right ventricular (rv) coil is very high not near rv septum near rv outflow tract. This crt-d was explanted. No additional adverse patient effects were reported.